Manufacturer narrative:
(B)(4).

Event description:
It was reported that warm-up takes longer than expected occurred. A review of the share logs was performed and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of warm-up continued longer than intended duration is reportable based on the finding of the probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. No injury or medical intervention was reported.